Event description:
Caller reported a malfunction on the pump, leading to a blood glucose reading displayed as 321 mg/dl. Customer went to the emergency room (ER), but the customer received no assistance from the ER. It was noted there was no injury and ketone levels were not tested. Technical support provided instructions to reset the pump, which resolved the malfunction without recurrence. Customer was advised to continue using the pump and to contact support if further issues arise.